Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer wanted to know if any of their wired had been recalled because they were having an issue where they could actually feel the wires and stated they could palpate one of the wires. No falls/trauma was reported. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0v4g8, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Patient reported they could feel the leads and had pain at the lead location when they palpate it or move a certain way. This reportedly began since implant. Patient reported sensitivity to stimulation. Patient was diagnosed with fibromyalgia as well as gastroparesis shortly after the system was implanted. No further complications anticipated. Additional information was received. Health care professional reported the fibromyalgia and gastroparesis was not likely due to the patient's interstim device. The patient's device was reprogrammed to resolve the pain and sensitivity to the stimulation. It was reported that the patient thought their interstim was infected. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer wanted to know if any of their wired had been recalled because they were having an issue where they could actually feel the wires and stated they could palpate one of the wires. It was reported that it felt like the wires were trying to bunch up. It was reportedly getting worse and was starting to hurt. Patient reported they could feel it when they sat down and stated they "bet you can see it" because they could literally tell it's a wire. No falls/trauma was reported. No further information reported.